Event description:
The customer called to report that the battery for his cgm system is missing. Found that he was actually talking about the transmitter. The customer stated that he was hospitalized with a low blood glucose of 16 mg/dl on the first week of (B)(6). The customer stated that the low blood glucose was probably due to a malfunctioning insulin pump and/or cgm system. Now, the customer cannot find the transmitter. Advised the customer of his out of warranty options. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.